Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device, using a preclose technique, prior to an endovascular aortic aneurysm repair (evar). The procedural sheath was 9fr. Reportedly, there was no resistance during the steps to place or deploy the proglide, and no calcification or scar tissue. After deploying the proglide device, the footplate did not close all the way. The proglide suture was found wrapped around the footplate. The proglide device was removed without any damage to the artery. The evar procedure was completed and hemostasis was achieved with a non-abbott device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The retraction problem and device operates differently (suture) were unable to be confirmed as all the device components were not returned. The investigation was unable to determine a conclusive cause for the reported retraction problem and device operates differently; however, the additional treatment appears to be related to circumstances of the procedure. Analysis found the posterior foot was separated and not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, the following additional information was received: the access site was the right common femoral artery.